Event description:
We received an allegation about discrepant results for 1 patient sample tested with creatinine plus ver.2 (crep2) assay on a cobas 6000 c501 module. Initial result: 425.4 ¿mol/l. The customer questioned the initial result and repeated the sample. Repeat result: 74.3 ¿mol/l. The repeat result of 74.3 ¿mol/l was deemed to be correct. Reportedly, an amended report with the correct result was issued.

Manufacturer narrative:
The c501 module serial number was (B)(6). The qc was acceptable. The investigation is ongoing.

Manufacturer narrative:
Following the installation of the special wash, the customer conducted carry-over experiments as outlined in the troubleshooting guide. The results showed no visible carry-over, indicating successful resolution. The instrument was performing within specifications. The investigation did not identify a product problem. The cause of the event was consistent with a user error where the customer did not follow the instructions for special wash installation as recommended in the product labeling (integrated special wash requirement).